Event description:
It has been reported to us that the preparation of the device went fine, case was going well, balloon was inflated, lesion stented, aspirated the area, upon completion of the procedure attempted to deflate the balloon and it would not deflate. Checked all parts and there were no problems or kinks. Cut the wire 4mm distal to gold marker, repositioned the cut wire into the microseal adapter, and still would not deflate. The physician was able to insert an interventional balloon proximal to the occlusion balloon and inserted a wire in backwards to puncture and deflate the balloon. The vessel clotted and drugs were administered. The case was completed successfully.